Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurement, 125 ohms. It was noted measurements had been gradually increasing over the past year from the low 80's to 120's. Technical services (ts) discussed troubleshooting options. Continuing to monitor and observe. No adverse patient effects were reported. The lead remains in service.